Event description:
It was reported that the camera head had error e315 when connecting to console. The issue occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: regarding the customer allegation no problem was detected and related to the new reportable finding the cause is damaged cable which is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.